Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi30000443, serial/lot:(B)(4). A medtronic representative went to the site to perform a system check out and they found the lemo end of umbilical unscrewed loose from normal use. The umbilical was replaced and the system functioned as intended. The umbilical cable was returned for product analysis. The cable failed visual inspection due to lemo port being broken off. Fdm10, fdr120, fdc4307 are applicable to the system checkout and the product analysis. The initial reporter was a materials <(>&<)> procurement manager. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the umbilical/lemo cable was noted to come apart at the connection point of the image acquisition system (ias). After the connector came apart, no connection attempt was made. The suspected or most likely cause was felt to be that the cable became loose from normal use. There was no patient involvement.